Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements approximately one month post implant. The lead was found to have dislodged. Surgical intervention was undertaken. During the procedure, the helix was able to be retracted on the first turn and the lead was repositioned. After positioning of the lead, the helix was unable to be extended after 30 turns. The lead was then explanted and replaced with another lead. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements approximately one month post implant. The lead was found to have dislodged. Surgical intervention was undertaken. During the procedure, the helix was able to be retracted on the first turn and the lead was repositioned. After positioning of the lead, the helix was unable to be extended after 30 turns. The lead was then explanted and replaced with another lead. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct the bsc aware date from the previous submitted report. It was later confirmed that the dealer/distributor was aware of the reported clinical observations on 20-jun-2024, however, the information had not been communicated to boston scientific until 08-jul-2024.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements approximately one month post implant. The lead was found to have dislodged. Surgical intervention was undertaken. During the procedure, the helix was able to be retracted on the first turn and the lead was repositioned. After positioning of the lead, the helix was unable to be extended after 30 turns. The lead was then explanted and replaced with another lead. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.